Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted from x-ray that patient's right ventricular (rv) and atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.